Event description:
It was reported that this right atrial (ra) lead was capped due to other no product experience. The lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5. New device code added.

Event description:
It was reported that this right atrial (ra) lead was capped due to high pacing thresholds that was a result of lead placement. The lead was successfully replaced. No additional adverse patient effects were reported.